Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to tissue injury. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with mitral regurgitation (mr) grade 4+, with posterior leaflet flail. Two xtw mitraclips were successfully implanted on the a2/p2, reducing the mr to trivial. On (B)(6) 2022,another echocardiogram was performed. Both clips remained stable, however, the xtw mitraclip had torn a chordae, and the mr increased to grade 2. Per physician, the torn chordae was not a device issue but rather an anatomy, leaflet integrity issue. As treatment, another mitraclip procedure was attempted on (B)(6) 2022. On (B)(6) 2022, the patient presented with mr grade 2+. Another mitraclip advanced, however, this clip was unable to grasp both leaflets. Reportedly, the device was unable to grasp due to patient anatomy. The clip was not implanted, and the device was successfully removed without issues reported. The mr remained unchanged at grade 2+. There was no damage related to this clip. On (B)(6) 2022, moderate to severe mr was noted. There was no additional treatment reported and there was no device malfunction. The event had required prolonged hospitalization. The patient is stable and reportedly doing well and was discharged from the hospital on (B)(6) 2022. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was returned for analysis. Although there was no device malfunction reported, it was visually inspected as a conservative measure and no device damage/issues were identified. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported unexpected medical intervention, prolonged hospitalization, and surgical intervention were results of case-specific circumstances. Based on the information reviewed, there remains no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3: device return updated from no to yes.

Event description:
Subsequent to the final report, the additional information was received: on 09/22/2022, a mitral valve replacement was performed with an annuloplasty ring, explanting the implanted clips. The patient is doing well.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported unspecified tissue injury was due to patient anatomy. The reported recurrent mitral regurgitation (mr) was a secondary effect to the unspecified tissue injury. The reported patient effect of tissue injury and mitral regurgitation as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and prolonged hospitalization were results of case-specific circumstances as an additional clip was attempted to be implanted. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
Subsequent to the previous report, the additional information was received: a surgery was scheduled; however, the patient was discovered to have a possible porcine allergy. A possible surgery is postponed until the patient sees an immunologist.

Manufacturer narrative:
The additional clarification was received, subsequent to the previous report: the mitral valve was surgically repaired with the annuloplasty ring.

Event description:
The additional clarification was received, subsequent to the previous report: the mitral valve was surgically repaired with the annuloplasty ring.